Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer¿s blood glucose level was 255 mg/dl. The customer declined to troubleshoot further with tandem technical support. No additional information was provided. The customer reverted to an alternate method of insulin therapy.